Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the computer board. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system does not boot up and displays a communications error. Another system was used for the case. There was no report of pt injury.